Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a history settings (db mgt inaccurate delivery) issues. The reporter stated that the patient had a blood glucose (bg) between 400-500mg/dl with polydipsia and nausea. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the reporter stated that the patient has gastroparesis. The patient had a significant weight change without adjustments to insulin regimen. All settings were correct except the basal delivery totals do not match, the variation due to known cause of suspending the pump. The healthcare professional was insistence on replacing the pump. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2017. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The pump was manually suspended and resumed multiple times. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.